Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and there was condensation and fogginess under the screen which made it hard to read. The customer¿s blood glucose level was unknown. Customer reported there was fluid under the lcd display. The insulin pump will be returned for analysis.